Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime a33 test. Unit received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the reservoir leaked inside of the pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 108 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the pump was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.